Event description:
An infusion pump with a failure code 703. Information was not provided regarding whether or not the device was in pt use when the event occurred. No record of any incident involving the pump. No pt injury had been reported.